Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. A high number of short interval counts (sic) were noted. Noise was not seen during isometrics or pocket manipulation. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2013; 4480 competitor implantable pacing lead (B)(6) 2011. (B)(4).